Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a manual cleaning brush was passed vertically into a suction cylinder and the tip was cut off and mixed into the duct, then removed. The issue occurred during reprocessing. There were no report of patient involvement.